Event description:
Surgeon used malyugin ring to manage ifis condition during cataract procedure. The iol unfolded on top of the iris and when it was maneuvered into position, it disengaged the ring pushing it posteriorly and trapping it behind the iol.

Manufacturer narrative:
The surgeon elected not to retrieve the ring. Early post-op examination showed very good results.